Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 97702, serial# (B)(4), product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative about a patient with an implantable neurostimulator (ins) for an unknown indication for use. It was reported that during the patient¿s device implant on (B)(6) 2017, the lead with-out a white band would not go into the generator (ins), but the lead tail with the white band was able to go into both ports. It was reported that they tried both the 0-7 port and the 8-15 port, but the tail with-out the white band would not go into either of these ports and the lead with the white band was able to go into both ports. The healthcare provider (hcp) pushes as hard as they could. It was reported that it was unknown if any factors led/contributed to the issue, but it was stated the electrode could have gotten misshapen during the procedure or during the tunneling process, but this was unlikely. It was reported that the hcp tried another battery and the same situation occurred. The physician then rolled the electrodes between their finger tips and tried to reshape the electrode and it was reported that this did not help. They finally took one of their surgical tools to squeeze the electrode and reshape it, and after that the lead went in to the second battery the hcp opened just fine, but when they tried to put it back in the original battery it still did not go in. Therefore, it was reported that the hcp used the second battery they opened and the first battery was going to be sent back for analysis. It was reported that impedances were checked after both leads were in the second battery and no electrodes were out-of-range. It was reported that the issue was resolved at the time of the report. No further complications were reported/anticipated.